Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse tested the iabp unit per manufacturer specifications and was unable to reproduce the reported failure. The fse used a trainer and patient simulator to test, and attempt to reproduce the issue, but the iabp functioned properly. The fse completed all functional tests and returned the unit to clinical use. Unrelated to the reported failure, during inspection the fse found that the unit was missing the cart latch handle. The fse coordinated with the facility¿s biomed to have the part delivered to the site to be installed by the customer. The full name of the event site is (B)(6).

Event description:
It was reported that the keypad in the display of the cs300 intra-aortic balloon pump (iabp) was not functioning correctly. The customer also reported that the unit would not switch to ECG trigger while on auto mode during a patient transport. There was no patient harm or adverse event reported.